Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no reported adverse impact to the customer¿s blood glucose level.